Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011, receiving an m2a magnum hip system. Subsequently, patient was revised on (B)(6) 2013 due to pain. The modular head and taper were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.